Event description:
The customer contacted siemens and stated that thyroid stimulating hormone (tsh), total triiodothyronine (t3), and total thyroxine (t4) discordant results were obtained on an advia centaur xpt instrument. The customer confirmed that discordant results were not reported. No repeat testing performed. There are no known reports of patient intervention or adverse health consequences due to the alleged discordant results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00226 on 06-march-2020. Additional information (06-march-2020): siemens is informed that total thyroxine (t4) was also involved with the event. Sections b5 and b6 are updated. Siemens evaluated the service performed and noted the siemens customer service engineer (cse) checked sample probe aspiration and dispense, and the alignment of reagent probes. The washing sequence for all running parameters was verified, and the aspirate probes were cleaned. The cse replaced the acid base and confirmed the dispense. The luminometer and photon counter board were replaced, and the valves (v66 and v67) were verified and without leaks. The cse performed a background check and found no system contamination. The reagent probe (rp1) and diluter were replaced, and the performance was verified. The wash separation manifold was replaced, and the assay was calibrated. Samples testing resumed, and the instrument was monitored. Siemens confirmed the issue is resolved, post service visit, and the cause of discordant results is unknown. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted a fluctuation in relative light units (rlu) during testing. The customer stopped the instrument and chose not to run patient samples. A siemens customer service engineer (cse) was dispatched to the customer site. The engineer changed the wash station, calibrated assays, and performed tests. The instrument was verified, and a method comparison and quality control test performed. The values were acceptable. Siemens advised the customer to continue using the instrument. Siemens is investigating.

Event description:
The customer contacted siemens and stated that thyroid stimulating hormone (tsh) and total triiodothyronine (t3) discordant results were obtained on an advia centaur xpt instrument. The customer confirmed that discordant results were not reported. No repeat testing performed. There are no known reports of patient intervention or adverse health consequences due to the alleged discordant results.